Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that eva tpn bag was leaking from small pinholes on front face of the bag. It was discovered by the patient during use. There was no patient injury or adverse event reported. No additional information was provided.